Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified there were no damages or defects observed, the fiber received in one piece. The microscopic analysis confirmed the fiber tip is degraded and no defects on connector. The fiber was functionally tested. The testing conducted did not identify signs of breakage along the length of the fiber and there was no light exiting the connector face. Based on analysis results the fiber showed signs of normal usage and there was no fiber damages identified that could have caused or contributed to the reported. According to the device instructions for use (IFU), hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber (see postoperative instructions for details). If the spot is weak or not visible, discard the device or return to the supplier for replacement. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a trans ureteral lithotripsy procedure, the fiber broke and got damaged on the internal distal side. Due to this, the procedure was completed using another device. There were no patient complications.

Event description:
It was reported that during a trans ureteral lithotripsy procedure, the fiber broke and was damage on the internal distal side. Due to this, the procedure was completed using another device. There were no patient complications.